Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons was not always responsive when first pressed. The customer blood glucose level was unknown at the time of incident. The customer also stated that the battery life was not always lasting seven day. Customer stated that the their was crack on reservoir. The customer declined to troubleshooting. The insulin pump will not be returned for analysis.